Event description:
The customer reported that a screen blackout was noted with the high flow insufflation unit. The event occurred during preparation for use prior to a therapeutic laparoscopic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. It has been over 6 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the faulty front panel and printed circuit (cr) board were confirmed, and failed to process image. It was determined, that ¿the display on the front panel disappears¿, due to faulty printed circuit (cr) board. Additionally, it was determined, that the ¿display looks strange¿, due to a faulty front panel. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.